Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian asian underwent primary breast augmentation with 350cc mentor memorygel breast implants and experienced rupture on the right side and several unexplained systemic symptoms, including allergies, brain fog, dizziness, blurred vision, bad rashes, claw marks on her back, inflammation, swollen hands and feet, tingling limbs, weight gain, shortness of breath, anxiety, autoimmune diseases, shooting pain in breasts, swelled up edema, hard time sleeping, depression apathy, fatigue, dry eyes and menstrual cycle skipped for 5 months. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: on september 30, 2020, the photo investigation was completed. Photo investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).